Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) randomly rebooted on its own during monitoring patients. No patient harm was reported. The bme collected the logs of the event and sent them into nihon kohden for review of issue. Investigation summary: analysis of the cns logs and dmp files. In our analysis, we found the rebooting had been occurred. However, we were unable to identify the direct causes associated with the rebooting. Presumed cause, confirmed an unintended rebooting event. It is presumed that the rebooting occurred because the operation of pu-681ra was unstable. As one of the causes that created unstable operation, an individual failure of the hdd can be possible. Nihon kohden repair center replaced the hard drives and performed a clean installation of the os. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: 03/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 04/03/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 04/05/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly rebooted on its own during monitoring patients. No patient harm was reported. The bme collected the logs of the event and sent them into nihon kohden for review of issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly rebooted on its own during monitoring patients. No patient harm was reported. The bme collected the logs of the event and sent them into nihon kohden for review of issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) randomly rebooted on its own during monitoring patients. No patient harm was reported. The bme collected the logs of the event and sent them into nihon kohden for review of issue.